Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported that he has revised a broken exeter stem, approximately 10 yrs post insertion, size 44/2. All ceramic trident/exeter thr. Patient substantially overweight.

Manufacturer narrative:
Lot number added. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: a material analysis has been performed. The report concluded: ¿the stem fractured in fatigue with the final fracture occurring in overload. The fracture origin was at or near the location of the prehension hole. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed by the returned device and mar report, but the root cause could not be determined. A material analysis has been performed. The report concluded: ¿the stem fractured in fatigue with the final fracture occurring in overload. The fracture origin was at or near the location of the prehension hole. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ further information such as the medical documentation are needed. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon reported that he has revised a broken exeter stem, approximately 10 yrs post insertion, size 44/2. All ceramic trident/exeter thr. Patient substantially overweight.